Event description:
It was reported that air bubbles were present between the cartridge and luer lock. Customer changed out cartridge and was able to load insulin with no air bubbles occurring. Customer had elevated blood glucose levels (325 mg/dl).

Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.